Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by pain, fever and nausea. The patient was hospitalized for three days. The day before hospitalization, the patient was treated with vancomycin (dose and frequency not reported). At the time of this report, the patient still had peritonitis but was improving. Additional information was requested, but is not available at this time. This is report 1 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d07036 and h13c29024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).